Event description:
It was reported that the user experienced electrical difficulties despite correct placement of the device. Insertion of the temporary pacing lead was complicated by the patient having to respiratory arrests. Another device of the same lot was used successfully.